Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - on (B)(4) 2014, rv lead dislodgement was detected via home monitoring. When the patient came to follow up, no threshold was detected and therapies were disconnected. The lead was repositioned without complications on (B)(6) 2014. There were no adverse patient side effects reported. This device remained actively implanted at that time.